Manufacturer narrative:
H3 device evaluation - although the information provided indicates that the product is available for evaluation it has yet to be returned. Review of device history records for lot 35609ps found two pieces of lot 17549ps were reworked to address dents on the driver tips and were released for distribution on 4/23/2021 with no deviation or anomalies. Review of device history records found fourteen (14) pieces of lot 17549ps released for distribution on 3/12/2018 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. Without the opportunity to examine the complaint product, no conclusions can be drawn. Should the product be received a follow-up medwatch report will be submitted.

Event description:
It was reported that a procedure was performed in the dominican republic on (B)(6) 2023, utilizing the reform pedicle screw system. Upon attempted final tightening of the lock screw the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke. The broken piece was removed and verification was performed to assure no pieces remained. The procedure was completed utilizing the second driver readily available in the set. There was no patient injury but there was a delay of one minute to swap out the driver.

Manufacturer narrative:
The driver was returned with a fracture of the tip. The fracture plane is skewed relative to the driver's longitudinal axis. This is indicative of parts failing under combination loading. It is believed that bending moments were applied in combination with torque which led to this failure. The part has likely seen extensive use since being fabricated in 2018 so this failure may have been initiated during prior usage. It is unclear if a counter torque wrench was being used during set screw tightening. Proper use of a counter torque wrench helps mitigate bending moments acting on the driver's tip. No corrective actions are being recommended.

Event description:
It was reported that a procedure was performed in the dominican republic on (B)(6) 2023, utilizing the reform pedicle screw system. Upon attempted final tightening of the lock screw the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke. The broken piece was removed and verification was performed to assure no pieces remained. The procedure was completed utilizing the second driver readily available in the set. There was no patient injury but there was a delay of one minute to swap out the driver.